Manufacturer narrative:
(B)(4). Evaluation was performed during a meeting on (B)(6) with product manager, medical adviser, research manager and quality engineer and the received images confirm the fracture of a secondary leg. Probably the leg was caught in a side branch, and if so, filter migration may have caused stress to the leg and resulted in the fracture. Filter shape is normal. Investigation of the device showed a perfectly cleaned filter and confirmed a secondary leg had fractured approx 3.5mm from clip bushing. From the images the fracture appears to have occurred from inside, ie the fatigue failure was extroverted. Usually a fatigue failure is inward, because filters usually are placed in a vc diameter smaller than the filter diameter. The exact reason for the fracture cannot be confirmed, but fracture of the wire is an uncommon but known risk described in the literature. Patient follow up is recommended. Monitoring for similar reports will continue.

Event description:
On (B)(6) 2010 a cook celect navalign femoral vena cava filter set placed due to dvt of left lower extremity and pulmonary embolism. The filter remained in place until (B)(6) 2011 at which time the filter was successfully retrieved. Upon examination of the initial angiogram, it was noted that a strut was outside the vena cava (broken off). The broken strut remains inside the patient. However, not sure where - no further procedures planned. No other filter placed following removal.